Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 1 for failure analysis investigation. The unit was analyzed and in logs, the 32097 errors were found indicating maxis fault from acm to acs, confirming the fault occurred the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the clock-spring and parallelogram fibers were inspected, and no faults could be identified.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the universal surgical manipulator (usm) 1 had two recoverable faults. Technical support engineer (tse) viewed logs and noted recoverable faults related to arm net 1. The site was using arms 1,2, and 3. Tse informed caller that they could switch to 2,3, and 4 and disable usm1 if recovering becomes disruptive. The procedure was completed with no reported injury.